Event description:
I noticed that my left implant had flattened. For the last 3 years I have had chronic pain, chronic abd pain and diarrhea, sleep disturbances only being able to sleep at 3 hour intervals and general weakness. Had implants removed which were brown, the implants were also over 20 years. Since being removed, all joint pain is gone and sleep is better, and diarrhea has resolved. FDA safety report ID# (B)(4).